Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2025 due to an unknown issue. The physician elected to explant and replace the ICD on (B)(6) 2025. The patient condition was unknown.

Manufacturer narrative:
Reported the patient presented to the emergency room to an unknown issue. The device was received in normal range of option. Analysis of device image was performed, and no anomalies were noted. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The ate test was performed and the device passed or normal. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.